Event description:
Device 1 of 2. Reference MFR report number: 1627487-2019-00972. Additional information received that the reason for explant was determined to be ineffective stimulation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient may have her scs system explanted at a later date for reasons currently unknown.